Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to reach the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 she obtained a reading of ¿100mg/dl¿ on the subject meter. The patient reported using non-adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. It is unclear if the patient had an increase in medication causing symptoms of low blood glucose. The patient reported 30 minutes after the issue occurred she ¿passed out.¿ it is unclear if the patient had any symptoms prior to losing consciousness. The patient reported 3 hours later she revived. It is unclear if the patient had assistance from a third party to revive or if she revived without any treatment. The patient reported on (B)(6) 2014 she had something to eat or drink as treatment. It is unclear how low after the treatment the patient¿s symptoms abated. The patient reported no other device was used. It is unclear if the during the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing however the patient¿ s test strips were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she suffered symptoms suggestive of severe hypoglycemia and required self treatment to prevent additional injury.